Manufacturer narrative:
The reporter informed the company that the product had been discarded.

Event description:
Consumer contacted via e-mail and stated that a second toothbrush head had come away in her mouth. No injury was reported.